Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. Prior to the procedure, when the floor nurse was asked to open the suture, the suture packaging tore off without opening the suture and thus couldn't be opened sterilely because the handling flap was torn off. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.